Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that, etco2 values from iacs microstream were consistently and significantly higher than pco2 from blood gas machine. The etco2 and pco2 was compared on 5 patients. The etco2 was approximately 10 mmhg higher in 3 patients and 15 and 20 mmhg higher in two patients. There is no patient injury reported.

Manufacturer narrative:
Screenshots from a technical problem report confirmed that the etco2 values were reading higher than what was expected. The m540 was displaying units of mmhg on the screen and was expecting the values from the micro stream pod in these same units. It was found that the etco2 pod default units were set to %volume, and therefore the etco2 measurement values are not accurate. A field safety corrective action has been opened and a safety notice has been sent out to current users of iacs vg5 for a mandatory downgrade to vg4. The field safety corrective action released for this issue is not applicable for the devices in the us market where the affected software version is not used.

Event description:
Please refer to the initial report.